Event description:
An attempt was made to deploy a 2.75 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent in to a pt. The target lesion located in the rca, was reported to have been in a moderately tortuous vessel with the lesion exhibiting 90% stenosis following pre-dilation with moderate calcification throughout the entire vessel. It was reported that the relevant device could not cross the lesion and, on removal from the pt, the stent dislodged from the delivery system at the ostium of the rca. The dislodged stent was deployed at site of dislodgement. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: calcification, 90% stenosis; stent dislodgement. Conclusion: calcification, 90% stenosis. Eval summary: there were crimp bake impressions evident along the working length of the balloon. The distal tip was flared and damaged indicating it may have been stubbed during advancement.